Event description:
The manufacturer received information alleging a patient with a rental, dreamstation st30, gb device had passed away. There was no allegation that the device contributed to the death. The patient's wife contacted the manufacturer to inquire about returning the device. Additional information has been requested regarding the details of the reported death. If any additional information is received, a follow-up report will be filed.